Event description:
I wore johnson & johnson acuvue oasys for astigmatism for 3 years. I had not worn contacts for a period of one week. Then, I put in the johnson & johnson acuvue oasys for astigmatism contacts at noon on (B)(6) 2010. I took them out six hours later because my left eye was burning, itching and swelling. At 3am, the pain woke me up. My eye was watering, swollen shut and red around the eye. I iced it in an attempt to get the swelling down, and tried to put in sterile lubricant eye drops. On (B)(6), I tried to take care of my eye on my own, but on (B)(6), I had to go for professional care. I was prescribed vigamox. On (B)(6), my eye was worse, so I travelled to (B)(6) to the (B)(6) vision group on (B)(6). I had an ulcer on my left cornea caused by contacts, and it was a very aggressive infection. I was prescribed vancomycin and fort tobrex. I put these drops in every 30 minutes around the clock. I had appointments (B)(6). On (B)(6), it appeared my eye might rupture. Consideration was given to perform an experimental surgery where my eye would be scraped and a uv light would be used to kill the infection. Since (B)(6), the doctors decided to give the antibiotics one more day. On (B)(6), there was some improvement, so no surgery. I continued antibiotics until (B)(6), and continued doctor visits until (B)(6). I have permanent scarring the size of a dime and vision loss. Dose or amount: 1 lens. Dates of use: (B)(6)2010. Diagnosis or reason for use: corrective lenses. Event abated after use: no.